Event description:
Per report, a large mobile atheroma was seen moving with edwards' retroflex 3 delivery system while advancing a second sapien valve into the descending aorta. The mobile atheroma detached itself before the delivery system was advanced over the aortic arch and was unable to be found. The patient left the room stable with no pressors.

Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) for the retroflex 3 delivery system was performed and all specifications were met prior to release for distribution. There was no report of a malfunction of the delivery system. Echo and cine images of the procedure were sent to edwards for review; however, there were no images provided of the mobile atheroma, therefore, the cause of the event cannot be assessed. According to the device instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral tavr procedure. Included in the IFU under contraindications are patients with significant aortic disease, including arch atheroma (especially if thick [larger than 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. The exact cause for the event cannot be determined with the information available, however it is possible that there was a pre-existing aortic atheroma that was knocked or peeled off during advancement of the delivery system.